Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge is difficult to insert onto the pump due to damage on the pump housing. Customer reported blood glucose (bg) level was 330 (mg/dl). A correction bolus via the pump as delivered to address bg level. Reportedly the customer will continue to use the pump for insulin therapy.